Event description:
It was reported that the patient with this implantable neurostimulator (ins) observed blood oozing from the incision site, which was covered with a bandage. The incision area was noted to be sensitive to touch, and the patient was unable to lie on their right side. It was advised to contact the physician. An in-office evaluation was completed later, and due to increasing pain at the implant site led to a decision to return the patient to the operating room. Due to painful stimulation and lack of therapeutic effect, it was determined that additional healing time would be needed before stimulation could be increased. During the procedure, both the migrated lead and ins were revised and repositioned on the left side. Although infection was not strongly suspected, cultures were obtained because drainage had been observed at the site and sent for analysis. The system was programmed well and no discomfort was noted. No further patient complications were reported.

Manufacturer narrative:
Block d2b: additional pro code: qon. Block g4: additional PMA number: p190006. Concomitant product: model number: 4101, serial number: (B)(6), model description: neurostimulator, unique identifier (UDI): (B)(4). Block h11: the device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. It was confirmed this met manufacturing speculation prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. A risk review was completed and confirmed that the event of blood loss, discomfort, implant pain, and lead migration was defined in the product risk documentation. This event type has been accounted for during analysis to support acceptable risk benefit for the product. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Event description:
It was reported that the patient with this implantable neurostimulator (ins) observed blood oozing from the incision site, which was covered with a bandage. The incision area was noted to be sensitive to touch, and the patient was unable to lie on their right side. It was advised to contact the physician. An in office evaluation was completed later, and due to increasing pain at the implant site led to a decision to return the patient to the operating room. Due to painful stimulation and lack of therapeutic effect, it was determined that additional healing time would be needed before stimulation could be increased. During the procedure, both the migrated lead and ins were revised and repositioned on the left side. Although infection was not strongly suspected, cultures were obtained because drainage had been observed at the site and sent for analysis. The system was programmed well and no discomfort was noted. No further patient complications were reported.

Manufacturer narrative:
Block d2b additional pro code: qon block g4 additional PMA number: p190006 concomitant product: model number: 4101 serial number: (B)(6). Model description: neurostimulator unique identifier (UDI): (B)(4). Block h11: the device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. It was confirmed this met manufacturing speculation prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. A risk review was completed and confirmed that the event of blood loss, discomfort, implant pain, and lead migration was defined in the product risk documentation. This event type has been accounted for during analysis to support acceptable risk benefit for the product. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.